Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given, so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
The consumer purchased two of the product in just over a month and in less than a week, both of them came apart (top from bottom). She wanted to know if this is typical. She is only rinsing them in cold water in the morning when she takes them out.